Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), implanted: (B)(6) 2015, ubd: 08-jul-2018, product type: lead, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), implanted: (B)(6) 2015, ubd: 08-jul-2018, product type: lead, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) and movement disorders. It was reported a deer stand fell on the patient and hit them in the head, neck and shoulders and had to be manually lifted off the patient. Interventions included an emergency room (ER) visit. Diagnostics included CT which showed the left subthalamic nucleus (stn) lead was deeper than post-op CT. The patient had not had head or hand tremor since the accident and there was no loss of consciousness. It was noted the date of the incident was unknown. The device diagnosis was lead migration/dislodgement and the clinical diagnosis was originally head injury before being update to not applicable. The etiology was stated to be possibly related to device/therapy. The event was resolved without sequelae on (B)(6) 2017 with no further actions taken. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.